Manufacturer narrative:
Additional information: section d4: lot number - unknown. Expiration date - unknown as lot number not available. UDI - partial number provided as lot number not available. E1 initial reporter telephone: (B)(6). E3 occupation - global post market safety sr quality specialist h4 - manufacturing date - unknown as lot number not available information of company advertising the product: name: (B)(6). Product evaluation: at the time of the investigation, product was not available for evaluation; therefore, no testing could be performed. A review of the pictures available in the website was performed by the subject matter expert. He stated the devices pictured are not authentic ¿opo65 product¿. The non-original components included at least the striped irrigation/aspiration tubing and luer fittings. It must be noted that components of the central plastic ¿cassette frame¿ may or may not be ¿reused¿ original components from previously used amo/jjsv opo65 phaco packs that could have been disassembled, washed, and then re-assembled. Based on the information obtained, there is no indication of product malfunction or product deficiency; however the product was confirmed as counterfeit device. Component code 4756 for counterfeit product/ product tampering device code 3191 used for counterfeit product/ product tampering investigation findings code - counterfeit or tampered product.

Event description:
During an online image-based search for a phaco tubing product, a j&j employee found a listing on indiamart.com advertising j&j surgical vision tubing for the amo compact system. The vendor appeared to be an unauthorized distributor. The advertising page featured a video indicating the availability of 20 units, each priced at 30,000 indian rupees (equivalent to 338.50 united states dollars). The product did not display any visible johnson & johnson markings or logos but bore a resemblance to the model opo65 tubing used with the compact intuitiv system. The website described the product as a j&j reusable phaco tubing set and highlighted features such as compatibility with various phacoemulsification machines, optimal fluid management, and reusable components designed for sustainable and economical use.